Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was discovered to be dislodged during post op. The physician elected to explant and replace the lead. The patient was stable post procedure.